Event description:
A customer reported that the tubing was noted to be pinched during a cataract with intraocular lens procedure, leading to lower liquid flow during surgery. After the cassette was exchanged, the case was completed with no harm to the patient.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).